Manufacturer narrative:
Block d4 serial number is (B)(6). The lay user/patient¿s meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint was found to have the middle pin in the spc sitting high. On further inspection, the meter was found to be contaminated. The middle pin could have been moved out of position in an attempt to clean the spc. The middle pin was repositioned to its correct height and the meter passed the functional test. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The reported issue has been investigated. Investigation concluded that the device performed as intended by displaying an error message, protecting the user from an erroneous result.

Event description:
On (B)(6) 2020, the patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter was displaying the error 5. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that they obtained error 5 messages with "two batches of test strips" at 16:50 on (B)(6) 2020, the patient reported that they couldn't test due to this issue. The patient stated that they manage their diabetes with insulin (novolog, dosage not specified). The patient continued to follow their usual diabetes management regimen in response to the alleged issue. They reported symptom of "sweating" on (B)(6) 2020, after the alleged issue began; symptom they believed may have been caused by low blood sugar however stated that no treatment was received. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time. The cca walked through resolving the issue, however the alleged issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claimed they were unable to test their blood glucose due to the reported issue and reportedly developed a symptom suggestive of a serious injury adverse event after the alleged meter issue began.